Event description:
It was reported the unit had incomplete meshing on previously recovered cadaver skin. At product evaluation investigation the cutter failed the test cut acceptance criteria. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed to produce a complete cut; however, the repair was not completed because the cutter was returned with notification that it had failed the test cut acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.